Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, the sutures of two proglide devices were successfully preplaced using the preclose technique in the left common femoral artery. The procedural sheath size was 6fr. The sheath was upsized to 8fr and 20f for the aaa procedure. When the aaa procedure was completed, the knots of the successfully preplaced sutures were advanced and tightened; however, a knot lock occurred and the preplaced sutures pulled completely out from the access site and bleeding continued. A cut down was performed and hemostasis was surgically achieved. The physician stated there was vessel damage. The vessel wall was too thin with loss of elasticity. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported locked knot and the sutures pulling out of the access site could not be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of locked knot or sutures pulling out of the access site reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.